Manufacturer narrative:
Result code refers to the catheter. Final device analysis of the pump revealed no anomaly found, normal device function. Final device analysis of the catheter revealed a user related hole in the catheter 21.4cm from the distal end. The catheter failed pressure testing due to the hole.

Event description:
The pump and catheter were returned with no info. There were no pt symptoms or outcome reported. The drug contained in the pump was not reported. Add'l info had been requested, but was not available as of the date of this report.